Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent deformation occurred in vivo. The device was attempted to be used in the patient, then removed and the device looked okay. The device was then inserted for the second time and when the device was removed again, the stent felt expanded more on the distal end rather than the proximal end. It was not possible to load the stent into the copilot easily. It felt like the stent was not crimped entirely on the balloon and the stent was described to be "winged". The device was not hooked up to a indeflator. The lesion intended to be treated was the distal right coronary artery (rca). There was no damage noted to the packaging, the packaging was intact and undamaged prior to opening. The device protective sheath was removed per IFU. There was no gap noticeable between the retractable sheath and the tip when device was removed from the packaging. There were no issues noted when removing the device from the hoop/tray. The stent was inspected after removal of the protective sheath and the struts looked smooth, no device issues were noted. The red clip was in the correct position when the exposed stent was noted. Negative prep was not performed. The stent was loaded onto a 0.014 guidewire and no force was applied. The device was replaced with the same size stent and the procedure was successfully completed. No patient complications were reported as a result.